Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information from a field representative that when this boxed device was interrogated prior to implant, it displayed a (B)(4) indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted and a ts consultant informed the field representative to not implant the device and return it for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The device was returned still in its original packaging. The device was removed from its packaging and visual inspection of the device case and header noted no anomalies. A memory download was performed and reviewed. It was discovered that this packaged device had been exposed to multiple magnet applications with two exposures lasting over an extended period of time. One extended magnet application started on (B)( 4)2017 (magnet applied) and ended (B)(4)2017 (magnet removed); the other started on (B)(4) 2017 (magnet applied) and ended (B)(4) 2017 (magnet removed). When the device is in storage mode and a magnet is applied, the device will emit a constant tone during magnet exposure. The decrease in voltage noted during analysis was determined to be consistent with the current draw that occurs when a magnet is applied and the device emits tones. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device did not pass the pacing and battery usage testing due to the low battery voltage. Laboratory analysis concluded that the code 1003 and subsequent depletion of the battery was caused by extended magnet applications while the device was in ship mode.